Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making performing an investigation impossible and the root cause unable to determine. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that there was foreign matter in the syringe with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from portuguese to english: plastic residue inside the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the syringe with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from (B)(6) to english: plastic residue inside the syringe.